Event description:
It was reported a patient underwent an unknown surgery on(B)(6) 2026 and topical skin adhesive was used. It was sticking out of the glass and got stuck in doctor's hand when the glass ampoule was broken by hand before use. No medical or surgical intervention was reported. The injury was managed with a bandage and hemostasis. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4).additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.additional information provided:·the hand injury was treated by stopping the bleeding with a bandage.·the bleeding from the physician's finger injury was stopped by applying an adhesive bandage.·there was no prolongation of the surgery time or any disadvantage to the patient.additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent.what was done to treat the shard penetration? A bandage was applied to the physician¿s finger and hemostasis was achieved.was medical or surgical intervention required? No medical or surgical intervention was reported. The injury was managed with a bandage and hemostasis.was there any special diagnostic test performed? Unknown.what is the status of the surgeon injury today? Unknown. No follow-up information regarding the current status of the surgeon¿s injury was provided.was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unknown. No information was provided regarding the amount of force required to break the ampoule.was the ampoule crushed repeatedly? Unknown.please perform and document the follow up attempt for product return. The device will be shipped. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6).h3: evaluation:the product was returned to eth for evaluation. Visual inspection was conducted on the returned device.visual analysis of the returned samples determined that two (2) ahvm12 devices were received in a petri dish with crushed ampules and dried formulation present within the applicator bulbs. The filters exhibited purple discoloration consistent with contact with the formulation. Examination of the samples revealed a puncture in the applicator bulb through which a glass shard was protruding. Additionally, a puncture was observed in the butyrate tube. Visual inspection confirmed that all applicator components were present and properly assembled.as part of eth quality process all devices are manufactured, inspected, and released to approved specifications.a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.